Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a clinical follow up on (B)(6) 2021 that the implantable cardiac monitor (icm) exhibited myopotential oversensing. It was noted that the implant location was more lateral and superior than expected. Upon device interrogation, it was revealed that the icm also had stored episodes of undersensing dating back to (B)(6) 2021. The icm was reprogrammed. There were no patient consequences.